Manufacturer narrative:
Additional information. Investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. Two log files were reviewed, containing data that spanned 33 days collectively (2dec2018 ¿ 3jan2019 per timestamps). On (B)(6) 2018 at 21:37:52, the pump fell below the low speed limit and stopped for approximately 2 seconds before returning to the set speed. Motor stop alarms activated at this time. These events occurred while the patient was connected to the mpu. On (B)(6) 2019 at 08:28:33, the pump fell below the low speed limit and stopped multiple times over a 37 second time frame before returning to normal speeds at 08:29:10. Motor stop alarms activated at this time. These events occurred while the patient was on the mpu. On (B)(6) 2018 from 21:06:33 to 21:06:36, no external power alarms activate along with low battery hazards. The rsoc dropped from the expected ~12v down to ~5.7v then to ~3.4v in approximately 3 seconds, activating the no external power alarm. The alarms appear to be related to a loss of ac power while connected to the mpu, the alarms cleared once power was restored. The backup battery supported the system during this time and motor function was not affected. No other notable events occurred throughout the log file. The mobile power unit (B)(4) was not returned for analysis. Pump stops are being addressed and documented via pump investigation MFR # (B)(4). Although not conclusively determined, the no external power alarms were related to a loss of ac power. The patient confirmed use of a vlock power cable for the mpu but is unsure if the cord came unplugged from the unit or the wall. The root cause of the no external power alarms was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. Approximate age of device- 9 months, 25 days (calculated from date issued to patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during log file analysis that there was a no external power event while the device was connected to the mpu. It is unknown if the ac power cord came loose from the connection with the mpu or from the wall outlet. The event lasted approximately 4 seconds then power was restored and the alarm resolved. During the event, the emergency back-up battery supported the system and motor function was not affected. Additional information was requested, but not provided.